Event description:
It was reported that after the implant of an intraocular lens (iol) in the eye of a patient, the physician noticed a capsular tear. As a result, the lens was removed and replaced in the same procedure. A vitrectomy was performed and the incision was possibly enlarged. The iol was replaced with a non-amo lens. In addition, the physician stated that there was probable zonular dehiscence. It was further stated that the event was possibly attributed to use error. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was observed with the leading haptic. The returned sample was inspected at 10x microscope magnification. Visual inspection at 10x magnification revealed residues of viscoelastic (ovd) that were observed in the optic body. A large cut was observed from the lens edge to the optic zone. A few loose particles were observed in the sample compatible with handling the lens out of the sterile environment. The condition observed in the sample received and the way in which the cut is formed is consistent with a lens that has been ¿explanted and/or removed form patient eye¿. No further investigation was performed due to condition of lens received. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected. These rings were observed in the complaint unit. This indicates that the lens is a zmb00 model. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): possible incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.